Manufacturer narrative:
Broken belt clip slot noted. Minor scratches on lcd window, cracked case at lcd window corners, cracked reservoir tube lip, scratches on reservoir tube window and cracked battery tube threads. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer's blood glucose was unknown. It was reported that the customer's insulin pump was damaged. The customer stated that there was a broken part near the battery compartment. The customer stated that the pump was neither dropped nor bumped. Advised that the insulin pump would be replaced. Nothing further reported.